Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: part: 00-7848-012-00, kinectiv modular neck e, lot: 60892514; part: 00-8018-036-02, femoral head 0x36mm dia, lot: 61036033; part: 00-7713-011-00, mod ml taper fem st 11, lot: 60867879; part: 00-6305-050-36, xlpe poly liner 50/52/54 x 36, lot: 61021894; part: 00-6202-050-22, tm acet shell 50mm cluster, lot: 61032589; part: 00-6250-065-30, trilogy bone scr 6.5x30, lot: 61013593; part: 00-6250-065-20, trilogy bone scr 6.5x20, lot: 60595350. Multiple MDR reports were filed for this event, please see associated reports: 002648920-2019-00449; 0001822565-2017-05387.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown kinective standard neck -4, unknown 36mm cocr head +0 unknown 36 neutral triology liner, unknown cup. Medical records were evaluated and the reported event was confirmed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05387, 0001822565 - 2017 - 05388.

Event description:
It was reported patient was revised approximately 9 years post-implantation due to pain, elevated metal ion levels, metallosis, and trunionsis around the neck and head. The patient¿s stem, head, and screws were removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.